Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt of the leadless implantable pulse generator (ipg), the physician had two difficult recaptures of the device. The physician opted to open another device/delivery tool. No patient complications have been reported as a result of this event.